Event description:
It was reported that the user received a high glucose alert and discovered the cartridge was empty, with glucose reaching approximately 400 mg/dl for about three hours until supplies were replaced and glucose began trending down. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no ketone testing, no back-up therapy use, and resumption of insulin delivery after cartridge replacement. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed that insulin delivery was interrupted due to an empty cartridge and that glucose improved after supply change. It was concluded that the event involved hyperglycemia with cause unclear and that the device functioned after restoring insulin supply. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.